Event description:
It was reported that an implanted pain stimulation system, exhibited a high impedance issue and loss of stimulation while the devices remained implanted and in service. Impedance measurements identified a value of 29350, and after changing reference numbers, reference number 2 was reported as 40000. Troubleshooting was performed by changing reference numbers and reprogramming around the impedance. The issue was ongoing and not resolved. No injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.